Event description:
It was reported to our (B)(6) representative that a patient had their vns generator replaced for increased seizures. The patient had suffered from drug-resistant , symptomatic epilepsy since early childhood, without a resective surgical epilepsy option. On (B)(6) 2003, a vagus nerve stimulator therapy system was implanted. The mother indicated an improvement in seizure frequency following surgery. In (B)(6) of this year, however, an increase in seizure frequency was shown during the outpatient consultation, requiring the administration of rescue medication. A test of the vagus nerve stimulator revealed battery exhaustion at 2.00ma output current and 2.25 ma magnet current. The pediatricians of referred the patient for a battery change. It is unknown if the patient's seizures were above or below the prevns baseline rate. Their explanted generator was returned for analysis and confirmed to be at eri yes. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. Good faith attempts thus far have been unsuccessful in attaining further details.